Manufacturer narrative:
Correction: per the customer, it was discovered that there was no issue with the needle after further investigation. However, medical intervention still deems this event as a serious injury case per reporting guidelines. The following information has been updated: b.1. Adverse type: adverse event. B.5. Describe event or problem: it was reported that the detachable needle broke off from the bd integra¿ syringe during use and could not be found. Suspecting it might be in the patient, they were sent to the hospital for a cat scan, but nothing was found. The user later discovered that the needle had indeed retracted into the syringe after testing a different syringe from the same reference number. The following information was provided by the initial reporter: "customer called to report that as using syringe on a patient the needle broke and the needle was no where to be found. They could not find the needle on the floor, they though it broke inside the patient. They send the patient to a hospital to get a cat scan. The report came back and there was not a needle in the patient." "Incident date: 08/14/2020 patient was send to the hospital around 7:23pm that night" "she wanted to let you know that the needle did not break off in the patient. She apologized and stated that the needle retracted inside the syringe. She said they searched everywhere for the needle, sent the patient for a scan and nothing was found so she took a different syringe from the same reference number, pushed the button and saw that the needle did indeed retract." Investigation: h.6. Investigation summary: not a product related issue, complaint will be sent to closure.

Event description:
It was reported that the detachable needle broke off from the bd integra¿ syringe during use and could not be found. Suspecting it might be in the patient, they were sent to the hospital for a cat scan, but nothing was found. The user later discovered that the needle had indeed retracted into the syringe after testing a different syringe from the same reference number. The following information was provided by the initial reporter: "customer called to report that as using syringe on a patient the needle broke and the needle was no where to be found. They could not find the needle on the floor, they though it broke inside the patient. They send the patient to a hospital to get a cat scan. The report came back and there was not a needle in the patient." "Incident date: (B)(6) 2020 patient was send to the hospital around 7:23pm that night" "she wanted to let you know that the needle did not break off in the patient. She apologized and stated that the needle retracted inside the syringe. She said they searched everywhere for the needle, sent the patient for a scan and nothing was found so she took a different syringe from the same reference number, pushed the button and saw that the needle did indeed retract."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the detachable needle broke off from the bd integra¿ syringe during use and could not be found. Suspecting it might be in the patient, they were sent to the hospital for a cat scan, but nothing was found. The following information was provided by the initial reporter: "customer called to report that as using syringe on a patient the needle broke and the needle was no where to be found. They could not find the needle on the floor, they though it broke inside the patient. They send the patient to a hospital to get a cat scan. The report came back and there was not a needle in the patient." "Incident date: (B)(6) 2020. Patient was send to the hospital around 7:23pm that night".